Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is only further relevant information from that review, a supplemented medwatch will be filed.

Event description:
A report was received that the patient experienced discomfort with the location of the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected.